Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging that the patient experienced a blood glucose ranging between 600 and 700 mg/dl associated with an alleged inaccurate delivery. Reportedly, the patient discontinued pump therapy. During troubleshooting with customer technical support, the patient stated they was unable to regulate their blood glucose (bg) with the use of the pump. The patient stated bg increased to 600-700 mg/dl with extreme low energy level. Patient stated she recently stepped on a nail and went to the doctor an got a tetanus shot, plus cleaning. 3 days later, the patient's foot was gangrene. And later amputated. The patient refused to complete troubleshooting. Patient stated she feel troubleshooting is not necessary. Patient was advised to consult with their health care provider if needed. This complaint is being reported because the patient experienced hyperglycemia and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Follow-up #1: date of submission 20-nov-2019 device evaluation: the device has been returned and evaluated by product analysis on 04-nov-2019 with the following findings: during investigation, a test battery cap was able to power on the pump . All testing was conducted using test cap . The pump passed all required testing for delivery accuracy. The complaint was reported on 12/16/2019 , according to the pump history the pump was delivering the programmed basal rate until insulin reached zero and pump alarmed "replace cartridge " on 6/12/2016. After the cartridge alarm the black box recorded power on resets or rebooting condition . Deliveries were never resumed.the battery cap was returned with the pump was found to have moisture corrosion on the battery cap ground spring. Due to corrosion on the cap the pump was unable to power on. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.